Event description:
The customer reported being at the emergency room due to high ketones and blood glucose of 481mg/dl, and she was treated with a manual injection. The customer stated that once her glucose level was stabilized, she was released. The customer requested having the insulin pump replaced as she feels that the insulin pump was not functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime due to faulty force sensor. We were unable to perform the occlusion and excessive no delivery alarm tests due to prime/fill anomaly.the insulin pump pass the displacement test.